Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and non-calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and non-calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: a mustang 6mm x 4cm, 75cm, 24atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 38mm in length and extended from a position 7mm proximal of the proximal markerband to 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.